Manufacturer narrative:
Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements or verify low battery alerts less than 1 week due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced high blood glucose level of 473 mg/dl. The insulin pump had blank display even after putting another battery. Customer did got low battery warning. The customer stated that contacts on the battery cap was neither missing nor damaged and battery compartment and spring was neither damaged nor corroded. Display did not return after insulin pump restart. It was unknown whether auto mode feature was active or not. The customer declined troubleshooting for high blood glucose because insulin pump was shut off and cause of high blood glucose level. The insulin pump will be returned for analysis.